Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir is loose in the reservoir compartment. Customer's blood glucose was 300mg/dl at the time of incident. Customer declined to troubleshoot. Customer was advised to call back if there is any damage to the device. No further details given.